Manufacturer narrative:
The device was not received for analysis. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.

Manufacturer narrative:
Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced loss of implant to osseointegrate.